Manufacturer narrative:
Batch review performed on 20 december 2019. Lot 1903332: (B)(4) items manufactured and released on 24-jul-2019. Expiration date: 2024-07-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved in the event, batch review performed on 20 december 2019. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 1903847 lot 1903847: (B)(4) items manufactured and released on 26-jul-2019. Expiration date: 2024-07-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in, one month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.